Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.